Event description:
Pt in for radiation oncology procedure. Template was implanted for instillation of dummies. During procedure a portion of the needle broke off and became lodged in the pt's cervix. Portion of instrument retained and sent to MFR at their request for eval.